Event description:
A micropunture access needle was used to perform the puncture and the guide wire that came with it apparently kinked around the end of the needle. This was exchanged for a 4-french sheath; however, upon removing the wire, it became readily apparent that it was unraveling and splitting in two. The piece of wire was seen to tear off as the rest of the wire came through the catheter. The wire was successfully removed with a stone retrieval basket under direct magnified visualization. There was no patient injury.